Event description:
The first and last trufill dcs orbit coils used for treatment of a saccular aneurysm prematurely detached when repositioning the coil. The first coil was retrieved by using a suction technique with the microcatheter. Based on the available info, it appears that the last coil prematurely detached with part of the coil in the aneurysm and part of the coil in the parent vessel. The procedure was delayed two hours. It was indicated that it was a potential adverse event with the outcome of no adverse event without any further info regarding the outcome. There was no difficulty or abnormality during prep or purging of the two devices prior to use in the pt. There were no damages or leakages with any of the devices used. There was no resistance encountered delivering the orbit systems through the microcatheter.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #1058196-2009-00192.